Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of instrument noted that the articulation lever was in neutral position. The retraction knobs were completely advanced and firing rod was fully advanced. Additionally, the outer tube was observed to be separated from the rotation knob assembly. The instrument was disassembled for further evaluation of internal components. This examination found that the tube housing was broken. Engineering was able to replicate this condition by applying force to the tube. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vats wedge resection procedure, the jaws of the device lock on the tissue during transaction of lung tissue. They used another device nect to the original device that was stuck on tissue. There is no injury to the patient. The devices are expected to be returned for evaluation.